Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump, causing the pump to shut down. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. The customer addressed their bg with a correction bolus. The customer reverted to an alternate method of insulin therapy.